Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000077118.

Event description:
It was reported the patient experienced a fall and the patient stated the patient began feeling a constant burning or rubbing sensation at the ipg site and ipg had surfaced hitting their pelvic/sacrum bone while they walk. The patient was also experiencing ineffective therapy and a tingling sensation because lead had high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impeded.